Manufacturer narrative:
Concomitant product: 5024m, lead, implanted: (B)(6) 1994.

Event description:
It was reported that the patient thought their implantable pulse generator (ipg) had dislodged from the pocket. The patient was evaluated by their physician and it was determined that the device had been flipped over due to the patient's twiddler's syndrome. The patient was scheduled for a pocket revision and the device remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.